Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) removed the three wires from the plastic connector housing for inspection. The plastic connector was purposely damaged during removal in order to preserve the condition of the crimped terminals. Per drawing, both red wires measured approximately 1k measure of resistance (ohm) to the white wire. Actual measurement taken at 23.5° celsius was 1.09k ohm (typical). Magnified visual inspection of each crimp proves all three were properly assembled and crimped with no intermittency of contact. No further testing was performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) tested the unit and could not verify any errors. He checked the unit and found no evidence for loose connections and corrosion. The fsr replaced the resistance temperature detector (rtd) as a precaution. The unit operated according to manufacturer specifications and was returned to clinical use. As per perfusionist, they no longer have the problem since the sensor was replaced. The suspect part was returned to the manufacturer. This complaint is related to (B)(4) / medwatch #1828100-2016-00798. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during priming and use of the device for a cardiopulmonary bypass, the heater cooler was intermittently alarming ¿e33¿ on the ¿b¿ channel. The unit was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on (B)(6) 2016: during both prime and cpb, the hx2 alarmed and an "e33" error code was posted. This error code is due to a potential internal temperature issue and it can temporarily shut down the side of the hx2 with the issue. In this case, side b had the issue and the function stopped for a short period of time, but the error cleared and both sides were able to be used to complete the procedure. No change out was needed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.